Event description:
It was reported that the patient presented with difficulties of an inflatable penile prosthesis (ipp) not functioning properly. The physician decided to perform a surgical procedure to explant the device and found the ipp reservoir had a hole. The reservoir and pump were explanted and replaced with new components. No patient complications were reported.

Manufacturer narrative:
Based on the information available, product analysis of the inflatable penile prosthesis (ipp) confirmed the reported events based on the product analysis findings. The reservoir was leak tested, visually inspected, and microscopically examined with the observation that the reservoir had developed wear at the corner fold resulting in a hole and fluid loss. The kink resistant tubing (krt) was worn down to the filament. The (ms) momentary squeeze pump was leak and functionally tested, visually inspected, and microscopically examined. The tubing was identified as being cut down to the pump block; however, no tubing was returned for analysis. The ms pump did not pass the functional testing performed. Review of the manufacturing documentation did not find any evidence that the device failed to meet product specifications prior to shipment. Based on analysis results, this investigation was assigned a conclusion code of cause traced to component failure.

Event description:
It was reported that the patient presented with difficulties of an inflatable penile prosthesis (ipp) not functioning properly. The physician decided to perform a surgical procedure to explant the device and found the ipp reservoir had a hole. The reservoir and pump were explanted and replaced with new components. No patient complications were reported.